Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient received antitachycardia pacing therapy and inappropriate hv shocks due to supraventricular tachycardia. Programming change was addressed. The patient reported no noticeable symptoms before or during the time of the event. Patient is doing well.